Manufacturer narrative:
Concomitant medical products: 5873w wrench: (B)(6) 2018; 5873w wrench: (B)(6) 2018; wrench: (B)(6) 2018. The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet issue. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, it appeared that the physician retracted the setscrew too far and then he was unable to re-engage it. The physician was advised to try and place the setscrew back but after using and breaking four wrenches with no success, the device was not used and another device was implanted. No patient complications have been reported as a result of this event.